Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis units on floor was not updating server or vice versa. A technical support specialist (tss) connected to the server, logged into hstv, and observed errors indicating "report data not current" and delayed patient information/pharmacy orders. The etl was failing with the error "arithmetic overflow error converting identity to data type int." Applied knowledge article to resolve the issue, executed the site-down query, and confirmed the last message received was timestamped. Tss informed the customer via email to contact the meditech team for further investigation, and will follow up before marking the case complete. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the pyxis units on the floor were not updating the server, nor was the server updating the units. Suspected that the issue might be related to a database synchronization failure.